Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of additional info.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and expired on the same day. These claims were allegedly caused by the pt's exposure to the product which was administered during dialysis treatment.